Manufacturer narrative:
Weight - unk. Ethnicity - unk. Race - unk. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -15.5/3.5/079 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to low vault and replaced with a longer length lens in a second surgery on (B)(6) 2022. This did not resolve the problem. Cause of the event is reported as unknown. See MFR #2022-03004 for claim that resolved problem.

Manufacturer narrative:
Device evaluation: h3- device evaluation: the lens was returned dry in a microcentrifuge vial with residu/debris on product. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).